Event description:
The customer reported to olympus that the original device issue was found outside of a procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the specific root cause of why the foreign material remained in the device. However, it is possible that the foreign material may not have been removed because reprocessing could not be conducted properly due to the leakage from the universal cord. The cause of the distal end glue deteriorating was likely from an exposition to heat at cleaning/disinfection process and/or chemical stress. The suggested event can be detected by handling the device in accordance with the instructions for use (IFU): inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Examination of the device showed the bending section cover adhesive had burns; the universal cord was perforated; the video cable was buckling; the scope connector was cracked; and foreign material was found on the objective lens. During evaluation, the device was disassembled and inspected. Internal inspection showed fluid ingression and synthetic fibers that could interfere with image generation. The reported image error did not occur during testing; however, evaluation determined the reported image failure likely occurred. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus medical that the endoeye flex 3d deflectable videoscope had an incorrect image. The device was returned to olympus medical for evaluation. During evaluation, the device was found to have peeling adhesive on the distal end and likely had an intermittent image problem. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation. No adverse effects to patient reported.